Event description:
The customer reported via phone call that she experienced low and high blood glucose levels. The customer's blood glucose dropped to 22 mg/dl while she was at work. The customer had a sugar salad that contained different kinds of candy. She felt bad for about two hours. Her current blood glucose level was 315 mg/dl. The customer wore the insulin pump during surgery. Occasionally the insulin pump alarmed no delivery. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.